Manufacturer narrative:
The reported events of low pacing lead impedance, failure to sense and failure to capture were confirmed. A complete lead was returned in one piece. X-ray examination of the lead showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing found shorting between conductors due to over torqued inner coil. The cause of the reported events was isolated to the shorting of conductors due to the over torqued inner coil consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited failure to capture, failure to sense and low pacing impedance. The ra was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.